Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported a nurse received the following results within 10 minutes from the patient's meter and a professional meter (brand unknown): 2.2 mmol/l and 13.3 mmol/l.